Manufacturer narrative:
H10: despite three attempts, additional information including reprocessing steps remains unavailable due to receipt of no reply. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the device had peeling labels, the plastic distal end cover insulation had scratches, there was a halo in the image, there was a chip on switch 2, the control knob movement had play, the distal end plastic cover had multiple dents and scratches, the objective lens had a chip on the edge, the light guide lens was cracked and chipped, the bending section cover rubber glue was cracked on both sides, the insertion tube had minor scratches not catching cotton, the control body was missing paint on the air water/suction cylinder, and the light guide tube was scratched. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope lens cleaner was not working. The issue was observed during reprocessing. There was no patient or procedure involved. The device was returned to olympus for a device evaluation and found the nozzle was clogged with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.